Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited high thresholds and was found to have dislodged. The lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation noted that the complete lead was returned, with dried blood/body fluid being noted inside of the lead lumen. The conductor coils were found to be deformed at 120, 125, 134, 146, 378 and 385 mm from the terminal pin. The outer insulation was found to be puckered at 390, 396 mm from the terminal pin. There is nothing visually wrong with the lead that would cause a dislodgement. The conductor coils were deformed, this damage was incurred most likely due to a grabbing tool that was used.

Manufacturer narrative:
The lead was returned and is being analyzed at this time.